Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: 3166524 - 20g IV (iagbc) is not safetying.

Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. Although the complaint was not confirmed, a trend has been identified for needle retraction failure complaints and similar complaints have been reported for the implicated lot. A CAPA was opened to address this issue.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: 3166524 - 20g IV (iagbc) is not safetying.